Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called after receiving his replacement pump stating he has been having erratic blood glucose levels ranging from a low of 35 mg/dl to over 600 mg/dl. Symptoms reported were ketones and slight dizziness. The present blood glucose reading was 388 mg/dl. Nothing further reported.